Event description:
It was reported that this pacemaker and remote monitor exhibited a radio frequency (rf) overuse condition, indicating the average daily amount of time the device used rf energy was outside normal limits. The estimated longevity for this pacemaker has decreased more quickly than expected. Analysis of device data revealed that frequent device alerts are the cause of the rf overuse condition, and high device power consumption periods. Boston scientific technical services (ts) discussed that it appears the patient has an accelerated junctional tachy rhythm, which causes the device to declare an ventricular tachycardia (vt)episode, which is an configurable yellow alert. Ts discussed reprogramming options to resolve the issue. The health care professional (hcp) decided to have the patient unplug their remote monitor, and only plug it in when they feel like they need to transmit data to the physician. This device remains in service. No adverse patient effects were reported.